Event description:
New information received notes that the right ventricular (rv) lead exhibited high capture thresholds. Diagnostic imaging was performed and revealed the lead dislodgement.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was found to be dislodged. The lead was explanted and replaced. The patient was in stable condition.